Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throwing up particles, headache, dealing with cancer now, burning/ smoke/ electrical odor, noisy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging throwing up particles, headache, dealing with cancer now, burning/ smoke/ electrical odor, noisy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throwing up particles, headache, dealing with cancer now, burning/ smoke/ electrical odor, noisy, particles in tubing/chamber, particles in airway from device an issue related to a CPAP device's. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Display is dark when power is applied. Interior investigation: the ribbon cable connecting to the display pca is torn, suggesting user tampering and causing the dark display. Manufacturer used known good display pca front panel to confirm device will turn on will illuminated display. Motor blower wires and ferrite not routed per oms, suggesting user tampering. Screws missing from main pca that connects to blower housing assembly, suggesting user tampering. Digs in blower housing plastic are visible, suggesting user tampering. The screws that are a part of the blower housing assembly are missing, suggesting user tampering. Screws that hold the blower housing assembly to the bottom enclosure are not seated, suggesting user tampering. There is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There are unknown fibers present. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust contamination like in the base unit and was not able to confirm the complaint or address the symptoms specified.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058